Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty procedure, the stapler stopped at the time of the shot, making it impossible to shoot. Stapler locked broke off. There was a change of stapler to compete the case. There was no patient injury.